Manufacturer narrative:
Other relevant device(s) are: product ID: 9734639. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that, last week during a procedure, the system powered off unexpectedly. It was connected to the hospitals boom and once they connected it to the wall outlet, the site had no issues. There was a less than 1-hour delay to the procedure and no impact on patient outcome. On 2020-jan-22 it was confirmed that the hospital's boom that the system was connected to is functional.